Manufacturer narrative:
The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the blade failed to rotate; it is likely that the liquid in air tube and accumulation of blood, body fluids, and tissue prevented the device from continuing to operate as intended. Also, the trigger failed the pillow pressure test due to the presence of liquid in the air tube.

Event description:
It was reported that a patient underwent a gynecological procedure on on (B)(6) 2013. During the procedure, the blade rotated slower than usual. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.